Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter for the patient contacted lifescan (lfs) alleging that her onetouch verio iq meter was had displayed an error 4 message. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged product issues began on (B)(6) 2016 time unspecified. The patient manages her diabetes with oral medications, diet and/or exercise. The reporter claimed that later that same day the patient developed the symptom of lightheaded. The reporter stated that the patient took some more food and/or drink, however, was unable/unwilling to provide a date or time. No medical intervention was reported. At the time of trouble shooting, the cca confirmed that this was not the first time the meter was being used. The test was performed with blood and the patient used correct testing procedure. The patient was unable/unwilling to say if the test strip completely drew in the blood sample and if the issue was resolved after walking through a retest. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.